Event description:
It was reported that during a prostate procedure, the fiber "cap detached at 155913 joules". A second fiber was used to complete the case. Unknown if cap detached inside pt or if retrieval was required. No injury to pt reported.